Manufacturer narrative:
A2: sex: female. D2a: common device name: cure twist kit. E.1:complainant street address: (B)(6). Complainant city: (B)(6). Complainant phone: (B)(6). Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number : reporting site: 1049092 . Manufacturing site: 3005471919.

Event description:
It was reported patient "suspects that she has an allergy to the wipes, this has caused irritation and an infection due to that. Pt has been prescribed cipro". No other information provided.